Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump repeatedly powered on and off with an unresponsive touchscreen despite being fully charged, and the user¿s blood glucose was 70 mg/dl at the time of the report. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed a software issue associated with unresponsive keys or buttons affecting the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.